Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate during prep. Another unknown 6/7f mynxgrip from the same lot number was opened and used and did not have the same issue. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The device did not get used in a patient. The balloon was prepped with 50/50 contrast medium (unknown) to saline ratio. The deployer was trained in the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, the syringe was separated from the device, and an additional syringe was observed to have been connected to the device with the stopcock opened. The sealant and advancer tube remained in the manufactured position. The procedural sheath was not returned with the device. Leak testing was performed on the balloon of the returned device, and the results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from the syringe to the balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid will be trapped in the balloon, resulting in a balloon failure to deflate. The product history record (phr) review of lot f2226602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-deflation difficulty-during prep¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately prior to use in the patient. The issue with the device appears to be related to the manufacturing process; therefore, this event was referenced under an existing investigation.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate during prep. Another unknown 6/7f mynxgrip from the same lot number was opened and used and did not have the same issue. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The device did not get used in a patient. The balloon was prepped with 50/50 unknown contrast medium to saline ratio. The deployer was trained in the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was later returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate during prep. Another unknown 6/7f mynxgrip from the same lot number was opened and used and did not have the same issue. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The device did not get used in a patient. The balloon was prepped with 50/50 unknown contrast medium to saline ratio. The deployer was trained in the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2226602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as using viscous contrast, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum¿. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate during prep. Another unknown 6/7f mynxgrip from the same lot number was opened and used and did not have the same issue. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The device did not get used in a patient. The balloon was prepped with 50/50 unknown contrast medium to saline ratio. The deployer was trained in the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned as expected for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate during prep. Another unknown 6/7f mynxgrip from the same lot number was opened and used and did not have the same issue. There was no reported patient injury. The device was inspected prior to use and no anomalies noted. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The device did not get used in a patient. The balloon was prepped with 50/50 unknown contrast medium to saline ratio. The deployer was trained in the mynx device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.